Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of an issue with cobas infinity software version 1.2.39 where users with permission to only view validated results are able to view attachments included within test comments when printing the associated report. The attachments can contain clinical data for patient tests that have not been validated. To reproduce the issue, the customer created an order for test 1 and test 2. The customer entered a result for test 1 and a result plus an attached file for test 2. Test 1 was validated and test 2 was not validated. The customer changed the user profile to a profile without permission to see validated tests. The order was printed. The customer expected that only the attached files of the validated test would be printed. Test 2 was not validated. What occurred was that the attached files from test 2 were printed even though that test was not validated. There was no allegation that any patients were affected. No adverse events were alleged. The customer¿s allegation was reproduced during the investigation. When a user with permission to view only results that have been validated, prints a report of an order containing a non-validated test with attachments, the report will be printed along with the attachments of the non-validated test. The root cause was the software was not checking user permissions when printing the attachments in reports. A user with permission to view only results should not be able to view the attachments; the attachments are a part of the comments. The software is only verifying that the test to which the attachment belongs is printable. This was confirmed to be a software issue.